Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 21054637.

Event description:
It was reported that patient underwent an implant procedure due to stimulator no longer helping his pain areas. No further information could be obtained despite could faith effort.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020. Block d7: explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4) model: sc-2218-70, serial: (B)(6), batch: 21054637.

Event description:
It was reported that patient underwent an explant procedure due to stimulator no longer helping his pain areas. No further information could be obtained despite could faith effort.